Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, reported as a peritoneal infection. The cause of the peritonitis was not reported. The patient was hospitalized for the event and was treated with intraperitoneal vancomycin (no further details) for the event. At the time of this report, the patient was recovered from the peritonitis. Dianeal therapy was ongoing. No additional information is available.